Manufacturer narrative:
Continuation of d10: product ID# 97755. Serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #: (B)(6). UDI#:(B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharger antenna failure; the "no device found" message was noted. The device was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their controller and charger didn't seem to be working right. Pt said they couldn't charge their implant as the equipment didn't seem to be doing what it was supposed to be doing. Pt said they would start charging, then charging would shut off and pt would get problems and errors (pt said they think one was rm03, but they got a bunch and didn't remember them all). Pt then said last night they couldn't charge at all and it felt like where the recharger (rtm) cord and paddle met was getting hot. In addition, mentioned their controller didn't seem to be working right either. Pt clarified sometimes when they went to plug the controller into the ac power supply, they would have to plug it in a couple times to get the controller to start charging. Pt inspected the controller port but didn't see any damage. Pt inspected ac power supply and said one pin looked like it could be worn or pushed down or something. A replacement recharger telemetry module (rtm) and ac power supply were sent out. Additional information was received from a patient (pt) on (B)(6) 2022 regarding an external device. Pt called back stating that they were having recharger and controller problems. Pt stated that they thought that they were getting a controller, however they got a power supply and a recharger (rtm). Patient services (pss) reviewed the notes in the case regarding the power supply replacement; pt stated that they were not having an issue getting power to the controller, but that they were having trouble getting power from the controller to the rtm. Pt stated that the issue had gotten worse and that even when using the replacement rtm, the controller would shut off and display a message saying to call mdt with any slight movement. Pt stated that they would even have a problem with the controller when they would turn the controller on and try to do anything like turn the stimulation on. Pt stated that no device found would appear even when the rtm was not connected to the controller; pt stated that they knew there was still some power left in the ins as the ins still had power left when they turned the ins off. Pt confirmed that there was no apparent damage to the equipment. Pt mentioned that they were having all kinds of problem with the controller before and that a couple years ago the controller and rtm were replaced. The patient was sent out a replacement controller. No symptoms were reported.